Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain associated with possible pseudo tumor. It was also indicated that some slight corrosion was noted on the trunnion of the femoral stem but it was not noted to be deformed or unable to accept a new femoral head. Explanted components were sent to pathology at boston medical center. Update (B)(6): pseudotumor was confirmed.

Manufacturer narrative:
Additional narrative: the patient was revised to address pain associated with possible pseudo tumor. It was also indicated that some slight corrosion was noted on the trunion of the femoral stem but it was not noted to be deformed or unable to accept a new femoral head. Explanted components were sent to pathology at (B)(6). The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.